Event description:
It was reported the recharge burden for the pt's ipg had increased from every 4-6 weeks, to every 3 days. The pt could not remember when the issue had started. It was reported the pt was scheduled to meet for troubleshooting.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.